Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, it was found that the blood in the arterial blood collection device was clotted. This event occurred 1 time. The following information was provided by the initial reporter: the patient was admitted to the hospital to collect arterial blood. It was found that the blood in the arterial blood collection device was clotted, so the blood collection device was replaced. After collecting blood again, the blood sample met the requirements.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, it was found that the blood in the arterial blood collection device was clotted. This event occurred 1 time. The following information was provided by the initial reporter: the patient was admitted to the hospital to collect arterial blood. It was found that the blood in the arterial blood collection device was clotted, so the blood collection device was replaced. After collecting blood again, the blood sample met the requirements.